Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative regarding two implantable neurostimulator (ins)s that were not implanted in a patient. It was reported that the manufacturer representative had been going to an implantable neurostimulator (ins) replacement case where the patient had 2 inss. It was clarified that per the caller there were no longevity concerns for the inss that were being replaced. The manufacturer representative was unable to normally charge both of the rechargeable inss that were still in the box. Overdischarges were alleged. The manufacturer representative started a physician mode recharge (pmr) on one of the device. Both inss were dated to expire on 2016-12-28. It was reviewed with insr was needed to be used in order to be compatible with the ins model. It was reported that the caller did have one ins that they could use for the patient and was working with a colleague to find another ins for the procedure. Technical services indicated that these inss should not be in overdischarge given their expiration date (as it should take another 4 months or so before they would in overdischarge). The caller was not planning to use these 2 inss for the procedure. It was reported as an out of box failure.

Event description:
Additional information was received from a manufacturing representative indicating that the inss were not sent back for analysis. They were not opened. It was reported that they were part of a bulk buy and were sent back with six other batteries with the same expiration date. All eight inss, including these two inss were returned the last week of (B)(6) (2016). The cs covering the case discovered that they had gone into over-discharge even though the expiration date was still good. They opted to use their trunk stock instead. They gave these inss to the manufacturing representative to ship all the inss back together. The manufacturing representative reported the tracking number and confirmed that they were delivered to be mailed out on 12/19/2016.

Event description:
Additional information received from a manufacturing representative (rep) indicated that the inss actually expire on (B)(6) 2016 and the rep did not use the 2 batteries. The rep noted that another manufacturing representative has the inss in their possession and is handling the return or exchange. The patient¿s identification remains unknown.